Manufacturer narrative:
Article citation: teixeira, filipa jorge et al., "xen-augmented baerveldt surgical success rate and comparison with the ahmed valve." Acta opthalmologica, 2020, pp. 1-6. Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The events of glaucoma progression and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The journal article "xen-augmented baerveldt surgical success rate and comparison with the ahmed valve" noted that 12 patients underwent a xen-augmented baerveldt implantation procedure. Of these 12 patients, 3 experienced serious adverse events as their xen devices were considered to fail in the article as they had sustained iop above 21 on two consecutive visits after three months. These three patients underwent xen revision in which it was revealed that the devices were obstructed and the xen devices had to be replaced. Two patients recovered, however one patient maintained elevated iop and needed further surgery.